Manufacturer narrative:
As of 08/16/2018 aso was unable to perform additional testing, as no information of lot number and unused samples were provided. However, aso has verified records of biocompatibility testing.

Event description:
Consumer stated that product caused a severe allergic reaction and requested the list of ingredients. Medical attention was sought.

Manufacturer narrative:
As of 08/16/2018 aso was unable to perform additional testing, as no information of lot number and unused samples were provided. However, aso has verified records of biocompatibility testing. As of 12/27/2018 consumer returned completed cir and unused product. Returned product and retained samples were submitted to the lab for testing. In addition, the following codes were removed from section 4114 (device not returned), 3221 (no findings available) and 4316 (appropriate term/code not available).

Event description:
Consumer stated that product caused a severe allergic reaction and requested the list of ingredients. Medical attention was sought. The completed customer information request (cir) was received on 09/19/2018. Consumer stated that the issue was with the tape area. Consumer informed that her skin blistered in adhesive areas. Consumer treated area with cortisone cream. In addition, consumer stated that the symptoms did not correct after she stopped using the product.